Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer-lok¿ had stopper separation. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ syringe luer-lok¿ had stopper separation. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one loose 1ml ll syringe was received, reported to be from batch 7215974 (p/n 309648). The sample appeared used as there was brownish residue observed in the fluid path in the tip and on top of the stopper. The plunger was attached to the stopper. The plunger was pulled back and the stopper remained attached to the plunger. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.